Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was scheduled to be weaned from the lvad in (B)(6) 2017. Due to suspected pump thrombus, the weaning process was expedited and the pump was explanted on (B)(6) 2017. The patient is awaiting a heart transplant. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the returned device confirmed the report of suspected pump thrombosis. Upon disassembly of the returned device, examination of the distal-side of the inlet stator revealed a thrombus formation adhered around the inlet bearing cup. An additional thrombus formation was found adhered around the inlet bearing ball. The two thrombi appeared similar in color and structure, suggesting that they likely developed as one formation and broke apart upon disassembly of the device. Both thrombus rings revealed areas of denaturation and appeared to have formed in laminated layers, indicating that they developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. The texture, color, and structure of the observed thrombi appeared to have been altered by the application of a fixative agent. The evaluation could not determine a specific cause for the development of the observed thrombus formations. Examination of the remaining blood-contacting surfaces revealed the presence of fixed post-explant blood with no evidence of any additional developed depositions or thrombus formations. The depositions of blood showed no evidence of laminated layering or denaturation. No contact marks were observed on the outlet portion of the rotor or the outlet bearing cup to indicate that the depositions in that location were present while the rotor was spinning during pump support. The fixed blood found in the device did not appear to have been present while the pump was operating and would not have contributed to a functional issue. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.